Event description:
Customer reported he received a no delivery alarm. No additional information was provided as the customer was unavailable at the time. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.